Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019 and on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿chronic inflammation of capsule¿ and ¿concern regarding late onset seroma." Capsular contracture, baker grade unknown, and double capsule were later reported. The device has been explanted.